Manufacturer narrative:
Complaint conclusion: as reported by the sapphire registry, four days post procedure, the patient developed right hemiparesis. Pre-procedure nih stroke scale was 12, stroke scale was 5 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 87% stenosis to the left proximal internal carotid artery. The lesion was described 25mm in length, circumferential, mildly calcified and type I. The reference vessel diameter was 5.2mm. A second 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 7.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris was noted in the filter basket. There were no air bubbles present. It was noted that there is contralateral occlusion. The patient left the angiography suite with no neurological deficits. The nih stroke scale score was 12 and the stroke scale score was 5 at post procedure. The scores are attributed to deficits from previous strokes the patient had years ago prior to the stenting procedure. The patient was discharged the next day. Concomitant medications included clopidogrel at pre/post procedure and at discharge. Aspirin at pre and post procedure. Four days post procedure, the patient developed right hemiparesis. The onset is unknown and the duration is unknown. The event has been partially resolved with minor residual. The patient did not seek any treatment at the time of the event. At the 30 day post study visit, the nih stroke score was 14 and the stroke score was 5. Per the investigator, the event was not related to the index procedure or the cordis devices. The device was not returned for analysis. A review of the manufacturing documentation associated with precise lot number presented no issues during the manufacturing process that can be related to the reported complaint. Hemiparesis a symptom of tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Hemiparesis is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As reported by the (B)(4), a patient developed right hemiparesis four days after the carotid index procedure. Pre-procedure nih stroke scale was 12, stroke scale was 5 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 87% stenosis to the left proximal internal carotid artery. The lesion was described 25mm in length, circumferential, mildly calcified and type I. The reference vessel diameter was 5.2mm. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 7.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris was noted in the filter basket. There were no air bubbles present. It was noted that there is contralateral occlusion. The patient left the angiography suite with no neurological deficits. The nih stroke scale score was 12 and the stroke scale score was 5 at post procedure. The scores are attributed to deficits from previous strokes the patient had years ago prior to the stenting procedure. The patient was discharged the next day. Concomitant medications included clopidogrel at pre/post procedure and at discharge. Aspirin at pre and post procedure. Four days post procedure, the patient developed right hemiparesis. The onset is unknown and the duration is unknown. The event has been partially resolved with minor residual. The patient did not seek any treatment at the time of the event. At the 30 day post study visit, the nih stroke score was 14 and the stroke score was 5. Per the investigator, the event was not related to the index procedure or the cordis devices.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.